Event description:
It was reported that during a coronary angioplasty treatment procedure, deflation difficulties were encountered. The maverick2 monorail 3.0 x 20 mm balloon was used to pre dilate a 100% occluded stenosis in an unknown location. During the deflation, the physician noticed there was "a problem to deflate." The physician waited for 15 seconds and was able to deflate without incident. There were no reported pt complications or injuries. Additional information has been requested.